Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, heparin was administrated after access, and versacross and was were used to cross. After the physician crossed and deployed the closure device, a clot was noticed on the was sheath. The physician removed everything and flushed. A new closure device was used. The activated clotting time was therapeutic at 317 seconds. There were no patient complications.